Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result was due to a malfunction with the base pump and the associated valve. The system was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant advia centaur cp troponin ultra result was obtained on a pt sample. The result was not reported to the physician(s). The sample was retested and the correct result was reported to the physician(s). There was no known pt intervention or adverse health consequences due to the discordant troponin ultra result.